Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the weld holding the distal shaft pin to the trigger to have fractured. The shaft pin was not returned with the rest of the device. The taper shaft is detached from the trigger. Impact marks were observed on the strike plate, handle body, and trigger of the broach handle. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the rasp handle was found fractured and does not hold at the handgrip any longer. Attempts have been made and additional information on the reported event is unavailable.